Event description:
This was reported as an arteriotomy closures of the left and right common femoral arteries with 3 prostyle devices using the pre-close technique via 8f sheath holes prior to a non-abbott device implantation procedure. Reportedly, on the left side, a cuff miss [suture retrieval issue] occurred with the first device. A second device was attempted, however, a suture break occurred. On the right side, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 10f and the non-abbott device implantation procedure was completed. On the left side a non-abbott device was used in an attempt to achieve hemostasis post procedure; however, the device failed and manual compression was used to achieve hemostasis. On the right side hemostasis was achieved with the two pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional two prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.